Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the foreign materials being stuck in the forceps elevator could not be determined at this time. The event may be detected/prevented by following the instructions for use section sections below: chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that water tightness was lost due to a pinhole on the bending section cover. In addition to the foreign matter attach to the forceps base, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped and detached; the control unit was corroded due to water leakage; the paint on the air/water cylinder was peeled; the acoustic lens was damaged; and there were scratches on switch#1, the light guide lens, the connecting tube, the protector of the universal cord on the suction connector side, the suction connector, the objective lens, and the acoustic lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrovideoscope had a pinhole in its bending section cover. There was no report of patient harm. The device was returned, evaluated, and a foreign matter was attached to the forceps base. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.